Event description:
The pt had been experiencing a reduction in efficacy/increased spasticity over the last 8 months. A catheter dye study showed no indication of a problem with the catheter. The pump was explanted and replaced due to "battery defletion or pump malfunction" - possible delivery discrepancy.